Event description:
It was reported that while using bd preset¿, there is an unknown foreign matter inside of one syringe. No patient impact reported.

Manufacturer narrative:
H.6 investigation exec summary material #: (B)(4) lot/batch #: (B)(4) bd had not received samples, but two 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was not observed. Evaluation of the photographs shows white material in the stopper. This is the vent plug - it allows air through so the syringe can fill and then when the blood hits it, it swells up and seals the hole, so blood doesn't pass through. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using bd preset¿, there is an unknown foreign matter inside of one syringe. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.